Event description:
It was reported that the patient experienced the high blood glucose episodes due to the bent needle after insertion on (B)(6) 2026. The patient also experienced headache thirst and fatigue.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.